Event description:
It was reported that the pump was programmed to run an infusion over 2 hours and alarmed after 30 minutes with "air in line" due to infusion complete.

Manufacturer narrative:
(B)(4). The customer stated that multiple attempts were made to identify the pump involved in the incident and the pump could not be identified. The pump was not sequestered and will not be sent back to sigma for eval.